Event description:
It was reported that the patient was having difficulty charging the ipg. It was also reported that with prolonged ipg use, the patient experienced getting hot at the site. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Event date: exact date unknown, event occurred around (B)(6) 2022.

Event description:
It was reported that the patient was having difficulty charging the ipg. It was also reported that with prolonged ipg use, the patient experienced getting hot at the site. The patient underwent an ipg replacement procedure and was doing well postoperatively. Additional information was received that the explanted ipg was not returned as it was kept at the facility.